Event description:
It was reported that they have tried to charge their implant today, and the recharger, both the donut and the cable, got hot and burned him. Patient mentioned that it didn't leave any burned marks, they just felt hot. Patient also mentioned that they have not charged their implant for a couple of months and they have not connected the recharger for 3 days. Patient also mentioned that they got a message to call medtronic. Agent sent a request to repair to replace the recharger. Patient also mentioned that the battery depletes too fast.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.